Event description:
During a procedure with the tenex health system, part of the microtip needle separated from the rest of the hand piece and was retained in the patient. The patient reported pain near the treatment site at a follow-up visit. X-ray imaging identified the needle fragment. A secondary procedure is planned to remove the fragment.